Event description:
Following an implantable neurostimulator (ins) replacement, impedances were out of range; >4000 ohms on some of the bipolar pairs and there were question marks for some of the other results. The test was rerun at 3.0 volts; the >4000 values dropped to 3000 ohms and the question marks went away for some and new question marks appeared at different pairs. The test was rerun at 3.5 volts; the numbers were repeating, but there were no >4000 values; there were still question marks. Attempts were made to program around the electrodes. Additional information has been requested, a follow-up report will be sent if additional information becomes available.